Event description:
Review of treatment sheets revealed that the patient experienced an overfill. See scanned table. The reported drain volume of 4711ml in drain 2 was 188% over the expected drain volume, which resulted in a reported device malfunction. No medical intervention was required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.